Event description:
During the shift check, the fully charged autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The battery status leds were illuminating four solid green leds. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn 11941) did not power on the autopulse platform was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed and four green lights were lit on incoming inspection. The battery passed charging several times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights each time. The battery was successfully tested on a known good autopulse platform multiple times using a large resuscitation text fixture and performed compression until discharged with no issue. The archive data review showed no errors in the whole archive. The battery was last charged successfully on (B)(6) 2022, and was last used/inserted in the autopulse on (B)(6) 2022. The date of the event is unknown.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.